Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. Fluoroscopy was performed and revealed externalized lead. The lead was explanted and replaced. The patient experienced no adverse consequences.